Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Photo/visual analysis: visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ creases were observed. ¿ red particles observed on the surface of the shell.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.